Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. It was noted the most recent battery measurement was 2.6446 volts on (B)(4) 2015 and recommended replacement time (rrt) had not been triggered, along with no patient alerts. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
Further information was obtained, which indicated the device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was close to elective replacement indicator (eri) and premature battery depletion was suspected. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.